Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. The customer stated that she was attempting to bolus, and she noticed that the buttons were harder to pressed and seemed as though they were sticking. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad trace. No sticky buttons or button error alarm noted. The insulin pump received with minor scratches on display window, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.